Manufacturer narrative:
The system has been returned and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: lamp was not emitting light upon system start-up. The customer reported that during system start-up, they observed that the lamp was not emitting light. A system message displayed on the unit. The case was completed without delays using a different system. There was no pt injury.